Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The data logs show that the placement signal (ps) was stable for about, 562 hours until it began to drift down for about 15 hours until it went out of range and triggered ps unreliable. The 5s parameters remained relatively stable. The pump was returned cut, so it was unable to run. Laser continuity did not reveal any abnormalities on the catheter until the cut portion. Based on the data logs, the root cause of the optical signal issue is most likely due to sensor durability wear. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D6b updated with additional information: d9 device returned to manufacturer date added. H3 device evaluated by manufacturer updated as the initial manufacture report stated no product return which is incorrect. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28730. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The clinical details state that the patient was having suction alarms on 5.may and position was verified. There were no other troubleshooting details provided. The data logs show that there instances of suction triggered throughout the case as well as impella position unknown alarms. The instances of the suction were triggered during the time frame of the ps declining. The suction alarms met triggering criteria but are not true events of suction as your ps was reading abnormal values, falsely triggering those alarms. Flows were stable. There was no problem found in regards to the low pump flow based on data log analysis. D6a implant date was erroneously entered on the initial manufacturer device report number 1220648-2025-28730.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 44 year old male patient with an impella 5.5. During support, a nurse called in for continuous suction alarms however placement had been confirmed. Cardiothoracic surgeon requested the alarm audio be disabled. Suction and placement alarms continued and the position was verified via echo. All alarms were disabled. Flow was within normal limits. Patient bridged to transplant.